Event description:
The machine was running and went into self-test mode. The machine alarmed and all pumps were spinning at very high speed. The filter started to fill with clear solution instead of blood. The volume was about 200cc. The operator stopped the system, checked the status and resumed the procedure and it "worked again." The facility's biomed did check the machine but saw no evidence of alarms or events.